Event description:
It was reported that this pacemaker exhibited a signal artifact monitor (sam) episode that occurred during an unrelated patient procedure, technical services (ts) was consulted, discussed sam operation. This device remains in service. No adverse patient effects were reported.